Event description:
The tissue was noted to be in two pieces when removing tissue from the package. The nurse reportedly opened the package and gave to the scrub tech who opened the sterile pouch and removed the tissue with pick ups. The tissue was in two pieces. The tissue was not used and no further complications were reported.